Event description:
It was reported patient had fever and sepsis post drg implant trial on (B)(6) 2024. As a result, patient was admitted to the hospital and the trial system was explanted on (B)(6) 2024. No further information was received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.